Manufacturer narrative:
The device is expected to be returned for investigation. It has not yet been received. A follow-up report will be submitted with all additional relevant information. The two additional prostyle devices with reported issues are filed under separate medwatch report numbers.

Event description:
It was reported this was an arterial closure of bilateral common femoral arteries using the pre-close technique via a 6f sheath hole prior to a fenestrated endovascular aortic repair (fevar) interventional procedure. Reportedly, the sutures of one prostyle device were successfully pre-placed in both the right common femoral artery (rcfa) and left common femoral artery (lcfa). The sutures of both second devices broke during suture retrieval. As a result, the sutures were shorter and the rail and non-rail ends were the same length. The sheath was upsized to greater than 8.5f bilaterally and the fevar procedure was completed. Hemostasis was achieved with the pre-placed prostyle sutures in the rcfa despite the one suture being short. In left cfa, the broken suture didn¿t have the white marker, so it was unknown what suture to pull on. After tightening sutures from the first prostyle there was still bleeding, they therefore attempted a new prostyle device but that suture was unable to grab the vessel wall during deployment. A chance was taken on the broken suture and the suture could close the hole a bit. Ultimately, two proglide devices were used to fully achieve hemostasis of the large hole. There was no adverse patient sequela and no reported clinically significant delay in the procedure or therapy. No additional information was provided.

Manufacturer narrative:
The device was returned for analysis. The material separation could not be confirmed as the suture was not returned. The difficult to advance was not confirmed as it was based on case circumstances. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no other similar incidents. The root cause of the reported material separation could not be determined. It is possible, an interaction with patient anatomy, suture pulled until it breaks, or tensioning angle not being coaxial contributed to the break. Based on the information reviewed, there is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device.